Event description:
During pt treatment, operators of the 3100a reported that the "low source gas" caution lamp was on; however, the 3100a was functioning normally and correctly otherwise. The seriiously ill pt did go into "arrest" and ultimately expired, but the users stated the 3100a's performance (low source gas on) had no bearing or influence on this pt outcome.